Event description:
Customer called on (B)(6) 2011 reporting that the beckman coulter coulter lh 750 hematology analyzer instrument was giving high basophilia (ba) % results for 5 patients. Customer stated that the instrument had flagged for basophilia but printouts and raw data were not provided for the 5 patient samples and therefore flagging could not be assessed. Customer gave verbal examples for two patient samples. For patient #1, the lh750 gave an 8.6 ba% result while another instrument gave a 0.4 ba% result. For patient #2, the lh750 gave an 11.3 ba% result whereas the other instrument gave a 0.1 ba% result. Customer considered the lower ba% results from the other instrument to be correct. Erroneous results were not reported outside the lab and no injury or change to patient treatment resulted from this event. Customer had previously called about a similar event on (B)(6) 2011. Please see medwatch #1061932-2011-02301 for the (B)(6) 2011 event report. Field service engineer (fse) was dispatched and found that the diff waste chamber vent line was plugged. Fse proceeded to flush out the vent system and replaced the stabalyse and diff lyse pumps. Fse then adjusted the flow cell and diff pressure. Repair was then verified and system validated per established procedures.

Manufacturer narrative:
Fse flushed out the vent system and replaced the stabalyse and diff lyse pumps. Fse then adjusted the flow cell and diff pressure.